Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no complaint reported event. The connector portion of the lead was returned in one piece for analysis. Final analysis found multiple insulation degradation exposing the outer coil at 4.6, 5.3, and 10.7 cm from the connector pin.